Event description:
Pt received 100 count box of freestyle lite test strips. First cannister worked fine. Second cannister of 50 strips would not give reading. Dose, frequency and route used: test twice daily.